Manufacturer narrative:
The procedure was coil embolisation of inferior mesenteric artery for the treatment of a major aortopulmonary collateral artery (mapca) that was not calcified and not tortuous. The event happened during preparation. It was noted that the cashmere (crc141127-30/c17402) was contained in the package of orbit galaxy g2. However, the correct label of the cashmere was attached on its package. The cashmere was not used in the patient, and a new product (crc141127-30, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues and no patient injury reported. The complaint product was new and stored per labeling instructions. No additional information is available. The device, including the original packaging, was returned for analysis. Inspection of the returned device confirmed that a cashmere, crc141127-30, lot c17402, which was correctly labeled on the external box and on the internal pouch, was found inside a box with orbit galaxy g2 microcoil preprinted on the outside surface of the box. The coil inside the pouch was inspected and found to be a cashmere, crc141127-30 as stated on the attached printed labels. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Manufacturing has opened (B)(4) to investigate use of the wrong carton with the correctly labeled pouch and external adhesive label for this microcoil system, and appropriate corrective action will be taken.

Event description:
The event happened during the preparation. It was noted that the cashmere (crc141127-30/c17402) was contained in the package of orbit galaxy g2. However, the correct label of the cashmere was attached on its package. Therefore he stopped use of the cashmere and a new product (crc141127-30, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and stored per labeling instructions. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation of inferior mesenteric artery for the treatment of major aortopulmonary collateral artery (mapca) that was not calcified and not tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.